Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead oversensing. The lead was successfully explanted and replaced. The patient was in stale condition before, during and post surgery. No additional information was reported.